Event description:
It was reported that unspecified bd infusion set spike broken the following information was received by the initial reporter with the following verbatim. ¿went to spike a new bag of fluids with existing IV tubing when the spike tip quickly broke in bag inlet. Unable to use bag. Saved IV tubing.¿ 1. Are you able to provide the date of event in format dd-mmm-yyyy? (B)(6) 2024. 2. Are you able to provide the batch/lot number? No. 3. Was issue being described noted before, or during used? During use. 4. Was there any patient involvement? No. 5. Any adverse events or serious injury reported to patient or healthcare professional? No. 6. What was the patient outcome? Unknown. 7. Was there any delay of, or change in, the course of treatment due to this event? Yes, new tubing needed to be obtained. 8. What procedure was being performed? Changing out an empty bag for a new bag of IV fluid. 9. What medication was used in the procedure? Unknown. 10. Was there any medical intervention due to this event? No. 11. Does a return shipping label need to be generated? If yes, kindly provide the sender¿s name and address. Yes. (B)(6). Note: no further information available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that the spike tip broke could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
No additional info.